Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during preparation for surgery, it was noticed the jaws were misaligned. The small plastic piece came off of the shaft. The device was not used on the pt. Another device was used to complete the case.